Event description:
During an in clinic follow-up, the device was unable to communicate via bluetooth telemetry. However, the device was able to be interrogated using inductive telemetry. No intervention was performed. The patient was in stable condition.

Event description:
Additional information was received that the software download was performed which restored ble telemetry. The patient was stable.